Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day or less. The blood glucose level was 400 mg/dl, and the patient was treated with correction bolus via pump. The patient replaced the infusion set, and resumed insulin delivery successfully. No further information available.